Event description:
It was reported that a cartridge alarm occurred. No additional information was received regarding the outcome of the event. Technical support attempted to follow up, but the call was dropped and no voicemail option was available.